Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a broken sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor, the sensor wire broke and the patient started feeling pain at the sensor insertion site. The patient stated she visited the radiologist (date unknown) to have an x-ray performed. The results of the x-ray is unknown. At the time of contact, the patient was feeling discomfort. No additional patient or event information is available.